Manufacturer narrative:
Corrected information has been provided in d1 brand name. Additional information has been provided in d9 (device evaluation), including evaluation status and findings. Corrected information has been provided in h3 to reflect the device was returned and investigation was completed. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of injury can not be determined as insufficient clinical details were provided. Failure to advance: the cause of failure to advance was most likely was patient condition related since the clinical team confirmed the patient had difficult anatomy of vasculature (tortuosity) and no issue was found on the pump.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted via a right axillary artery graft in a 64-year-old male patient with a history of diabetes mellitus who underwent pre-operative mechanical circulatory support placement as part of a planned surgical prehabilitation strategy. Pre-procedural computed tomography of the chest was obtained to evaluate vessel suitability. During the procedure, multiple attempts were made to advance the impella 5.5, including the use of a buddy wire to facilitate delivery into the innominate artery; however, the device could not be advanced as intended. The impella 5.5 was subsequently removed from the axillary graft, and an impella cp device was placed via the right axillary graft access to provide continued hemodynamic support. The reported events include failure to advance, device revision or replacement, and hemodynamic instability. The impella 5.5 is conservatively reported for serious injury due to a temporary interruption of hemodynamic support during the device exchange; however, the exchange was performed without known clinical consequence to the patient, and hemodynamic support was promptly resumed.